Event description:
The customer reported having low blood glucose, and she was treated with glucose tablets. Troubleshooting was performed, but the customer was unsure if the drive support cap was protruded, loose, sticking out, or flush. The customer stated that the paramedics were called twice in one day, and her glucose level was 56mg/dl by the time they arrived. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.